Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue and confirmed that there was no applicable CAPA. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Since the material adhered to the inner surface of the scope, the material was not removed by reprocessing. It is presumed that humidity invaded the light guide lens which led to corrosion that occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause could not be determined at this time. The event can be detected in accordance with the following IFU (instruction for use). IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material on the inside of the light guide lens. There were no reports of patient involvement.